Event description:
It was reported that during the procedure, the subject stent was implanted through the left middle cerebral artery (mca) and post-implantation confirmatory angiography visually confirmed that the stent was not fully expanded. The mid to proximal sections of the implanted stent showed poor apposition. A thrombus was found between the apposed stent and the vessel wall. Anticoagulants were administered to resolve the thrombus, and percutaneous transluminal angioplasty (pta) was performed with a balloon. The procedure was completed when the subject stent's apposition improved and the thrombus settled. The patient experienced mild paralysis but the patient's has now recovered.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The stent was implanted through the left mca (middle cerebral artery), and post-implantation it was confirmed that the stent was not fully deployed. There were no problems with distal stent expansion, but some part of the implanted stent showed poor apposition. While preparing a balloon catheter for pta (percutaneous transluminal angioplasty) to appose the stent, a thrombus was found between the apposed stent and the vessel wall. Anticoagulants were administered to resolve the thrombus, and pta was performed with a balloon catheter. The procedure was completed when the stent's poor apposition to the vessel wall improved, and the thrombus settled. Mild paralysis, probably caused by intraoperative blood clots that flowed distally; however, the patient's condition has now recovered. The patients anatomy was reported to be average tortuous. It is most likely the patients anatomy contributed to the reported event. Based on the information provided, there was 180 minute surgical delay and a medical intervention reported. The was an adverse consequence to the patient as a ¿thrombus was formed between the apposed stent and the vessel wall. Anticoagulants were administered to resolve the thrombus. Pta was performed with a balloon catheter 7x7. Patient experienced mild postoperative paralysis, patient's condition has now recovered¿. Based upon medical review, the events observed in the complaint are anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported 'patient vessel thrombosis' and 'patient neurological deficit' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the procedure, the subject stent was implanted through the left middle cerebral artery (mca) and post-implantation confirmatory angiography visually confirmed that the stent was not fully expanded. The mid to proximal sections of the implanted stent showed poor apposition. A thrombus was found between the apposed stent and the vessel wall. Anticoagulants were administered to resolve the thrombus, and percutaneous transluminal angioplasty (pta) was performed with a balloon. The procedure was completed when the subject stent's apposition improved and the thrombus settled. The patient experienced mild paralysis but the patient's has now recovered.